Event description:
It was reported that the pt was hospitalized due to skin flap breakdown. The internal device is visible through a hole in the skin flap. Use of the external equipment has been discontinued for six weeks. The pt's device was explanted.